Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast visible in the inflation lumen, consistent with preparation and a rupture while in the patient anatomy. The balloon was loosely folded. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator filled with water and was used in attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out from a longitudinal rupture in the balloon 1 mm proximal to the proximal balloon marker and extending distally, for an entire length of 6 mm, confirming the reported rupture. There were no scratches found. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The scanning electron microscopy (sem) analysis determined the balloon failure may possibly be attributed to mechanical damage to the outer surface. Damage was observed at the edge of the leak. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation at 16 atm which is below the rbp. To ensure this type of damage is not a result of a manufacturing deficiency, all products are 100% leak tested on line and a sampling of units are rupture tested prior to release. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. Based on the information received with this complaint, the returned product and sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the lesion was in ostium of the unspecified coronary vessel and was moderately calcified. While inflating the 2.5 x 12 nc trek balloon to 16 atmospheres, a pinhole rupture was suspected. The physician suspected that the calcification caused a small hole. After placing a stent (manufacturer unspecified), a new nc trek balloon was used with a good result. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.